Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load the cartridge on the pump. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level above 600 mg/dl; cause was not provided. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.